Event description:
It was reported that the device exhibited a hardware issue involving a broken or cracked screen, consistent with a display delamination or fracture. Symptoms included no reported adverse clinical effects or alarms. Outcomes included no reported impact on the user¿s health status or daily activities. Investigation included internal complaint intake and troubleshooting with user education. Investigation of this case revealed a confirmed screen damage on the device display component consistent with physical damage, with no associated alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device design or manufacturing.